Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported 1 suspected false positive sofia sars result for 1 asymptomatic (off label use - at time of testing) patient. No confirmatory testing completed.